Manufacturer narrative:
The involved pump was returned to livanova (B)(4) for further investigation. During evaluation, the reported issue was confirmed and the root cause was determined to be bearing damage caused by corrosion.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The service representative who identified the reported issue traced the failure to a defective pump. The replacement of the defective pump resolved the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective pump was requested for further investigation to livanova deutschland. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after a service activity. There was no patient involvement.